Manufacturer narrative:
Results: evaluaton of the returned unit confirmed the reported issue of no power when batteries were installed. However, the unit powers up when using an external power supply or when using a 9v adapter. The fail safe sounds as it should, but the alarm does not sound when the sensor is connected and weight is removed from sensor pad. Since sensor function is not working properly, nurse call and hold/suspend functions cannot be tested properly. Unit passes all other functional tests. Flat contacts are rusted, the aqualert water indicator label shows moisture exposure and the rj-11 pins in the receptacle are corroded.

Event description:
Customer reported the alarm has no power. Batteries have been replaced with a new supply and there is no visible damage to the alarm. Customer did not provide a date when issue was discovered. No patient incident or injury was reported.